Event description:
Information received from the field notes that during a routine follow-up, the long-term threshold record was unstable with periods of autocapture operating at high output mode. Manual measurements revealed a threshold of 5.0 v, 1.5 ms. Since the patient had conduction, the av and pv delays were extended. The patient will be seen at a later date.